Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the insulin pump had motor error. The customer also reported that there was crack near the reservoir. The customer stated that there was clouding of the screen because of the scratches and there was condensation under the screen in high humidity. The insulin pump will not be returned for analysis.